Event description:
It was reported that cvp(central venous pressure) wave form was not stable during use. No patient complications were reported. It was further stated that saline could not be injected through distal port when he was pre-testing the catheter before use.

Manufacturer narrative:
We received (1) 774hf75 catheter with syringe for examination. The reported event was confirmed. The cvp waveform would not be stable due to a collapsed area found at the 99 cm mark, where the proximal contamination shield connector was attached. The contamination shield was received attached at the 27 cm and 100 cm mark and the collapsed region was found after removal of contamination shield. Slight resistance was felt in the distal and proximal injectate lumens during patency testing. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. There was no visible damage found from the balloon and returned syringe. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.